Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited possible premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow-up. Attempts to interrogate the pulse generator was not successful. The device did not exhibit any pacing on electrocardiogram (ECG). It was suspected that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate, inability to pace, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.